Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Since implant it takes 5-6 hours to charge and the patient had to put it on tightly to get the recharger to stay which was super uncomfortable so the patient slowed down their usage of the ins so they wouldn¿t have to charge so much. Beginning on an unknown date over a month ago, the ins quit working and they haven¿t been able to charge. The patient last had stimulation over a month ago and last successfully charged their device over a month ago. The patient was not able to communicate with another external device. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from a hcp, the patient and a manufacturer representative (rep). It was reported that the cause of the ins taking 5-6 hours to charge was unknown. The hcp said the patient stopped seeing them shortly after implant and the patient had been using the ins until recently when it stopped charging. The hcp said there was no confirmed overdischarge, it was likely the age of the ins at fault and the exact cause of the failure was unknown. The rep reported that the ins was discharged and unresponsive. The rep noted that the patient had not charged the ins in about 2 years. The rep tried a trickle charge twice on (B)(6) 2019 but could not connect with the physician programmer. It was noted that the issue was not resolved at the time of the report and surgical intervention was scheduled for (B)(6) 2019. No further complications were reported.